Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to confirm the autofill failure. The fse noticed physical damage to the pneumatic module assembly (pim) as nylon nut was rounded off. The unit failed pim leak test. The fse replaced the pim due to damage causing leak test failures. Functional testing and safety check to factory specifications were performed. The iabp unit passed all functional and safety tests per factory specifications; was returned to customer and cleared for clinical use.

Event description:
It was reported that an autofill failure occurred on the intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, there was no patient involvement, thus no adverse event was reported.